Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted that only the knot pusher and approximately 12 inches of the suture was held in the distal end of the knot pusher and returned. The incident indicated the difficulty was experienced after the suture had been retrieved and during knot advancement. A section of the preformed knot was at one end of the cut suture. This finding indicates the knot had been cut with the suture trimmer during the deployment. The reported event of strong resistance felt when attempting to load the suture knot into the suture trimmer could not be confirmed. A proxy suture and the returned portion of the suture were loaded onto the returned suture trimmer by pulling the thumb knob proximally (away from the suture) without difficulty. The thumb knot was then released closing the suture gate and each (the returned portion and proxy suture) slid through the trimmer without resistance. The suture trimmer lever was activated and each suture was cut without difficulty. During testing, the suture trimmer/knot pusher operated normally. Based on the test results, the cause for the reported resistance does not appear to be related to the suture trimmer/knot pusher. Difficulty during loading of the sutures onto the trimmer can be influenced by, but is not limited to: manufacturing, quick, jerky motion to apply tension versus slow consistent increasing tension pulling laterally or medially on suture limb versus pulling coaxial to suture trimmer, obese patients, heavily scarred or calcified tissue. Each suture trimmer/knot pusher is inspected during manufacturing to assure they perform according to specifications. The finding of the one end of the returned suture, being part of the preformed knot, indicates that the suture trimmer lever was activated with a portion of the knot inside or against the cutter. Based on the investigation, the cause for the reported resistance could not be determined, but appears to be related to the operational influences during use. The return of a portion of the preformed knot cuff indicates that user technique may have contributed to the reported event. It should be noted that the instruction for use (IFU) states: with the rail (blue) suture limb securely wrapped around your left forefinger, place non-rail (white) suture limb between your left thumb and left forefinger. Place both sutures into the suture trimmer by retracting the thumb knob on the handle and using bow-string technique, load the suture into the window located at the distal end of the suture trimmer. Release the thumb knob to load the suture. The suture trimmer should slide easily on the suture. Advance the knot. With the rail (blue) suture limb securely wrapped around the left forefinger, release the non-rail (white) suture limb and place the suture trimmer under the left thumb to assume a single-handed position and complete knot advancement. With the suture trimmer in place, tighten the knot by gently pulling the non-rail (white) suture limb. Hemostasis of the access site is achieved when the knot is fully advanced to the arterial surface, the slack is gently pulled from the knot with the non-rail limb while the suture trimmer holds tension on the rail limb of the suture, and the tissue is in complete apposition. Once hemostasis is achieved, use the suture trimmer to trim the sutures below the skin. While holding constant back tension on the suture limbs, load both limbs into the suture trimmer and advance to the arteriotomy. Trim the sutures by pulling back on the red trimming lever. Keep the trimming lever pulled back during retrieval of the suture trimmer and trimmed suture from the tissue tract. If only one suture limb has been loaded and trimmed, repeat the same technique on the other suture limb. The resistance felt may have caused the knot pusher to be advanced onto the preformed knot causing it to cut during trimming. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, strong resistance was felt when attempting to load the suture knot into the suture trimmer. After pulling back the trimmer, the knot was able to be advanced to the puncture site with the suture trimmer; however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in training in the use of the proglide device. No additional information was provided.